Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a bravo capsule which failed to attach. There was no harm to the patient, no intervention was required and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the bravo procedure and showed that the esophagus was not normal, but no details were provided of the nature of this. No lubricant was used to facilitate placement of the capsule and the defective device will be returned for investigation.